Event description:
The stent delivery system was being preorted when the stent dislodged: the operator pulled negative and the stent slid off the balloon. The device never entered the pt's body. Per report, the shaft and packaging were intact. The procedure was successfully completed with another cypher of the same size.